Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open pancreaticoduodenectomy, the device continued activating without being pressed the hand switch several times. The blade tip was not broken off and no pieces fell into the patient. Another device and another hand piece were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n9265g. The device was received with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. The device was disassembled and no anomalies were found with the activation of the device. Additionally the button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.